Event description:
The plaintiff was implanted with a miniarc sling on (B)(6) 2010. It was alleged by the plaintiff's attorney that the plaintiff has, "suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities," as a result of the implantation.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.